Manufacturer narrative:
The log file of the affected device was analysed regarding the reported event. Based on the analysis of the log file the reported event could be confirmed. The log file analysis revealed that the device's safety software had detected a temporary deviation within the electronics. The device's internal monitoring then triggered a singular warm start as specified to eliminate the deviation. The warm start eliminated the temporary deviation. During the warm start, spontaneous breathing is possible at any time via the unit's emergency breathing valve, and this is additionally accompanied by an acoustic and visual alarm. After a maximum of 12 seconds, the device continues to breathe independently with the previous settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device turned off during use on the patient. After a few seconds, the device turned on again. There were no health consequences for the patient reported.